Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that battery compartment a failed. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
Correction - this is follow up 1. .